Event description:
Child underwent closure of atrial septal defect on 9/9/98 and post-op was noted to be fussy with poor appetite. Evaluated by cardiolgoist who diagnosed residual atrial-septal defect. Pt returned for re-repair on 9/19/98 at which time suture found to have broken in the middle. Event noted in review of operative record retrospectively. Attempts to identify exact type of suture/company unsuccessful. (Child discharged 9/21/98). Possible mfrs would be deknetel or ethicon.